Manufacturer narrative:
One tr band 2 was returned for product evaluation. The returned sample included the band assembly and inflator. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There is 1ml of air left in the band. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the check valve assembly. The sample failed leak testing. The check valve was deconstructed to check for damage or foreign matter. No damage or foreign mater was found in the check valve. The complaint can be confirmed for air leakage issues. The exact root cause cannot be determined. The likely root cause is there was a foreign matter that was dislodged during deconstruction that caused the valve to leak. The operations quality engineer was notified, and a nonconformance (nc) was initiated for this issue. The nonconformance (nc) will contain root cause analysis and corrective actions. A corrective and preventative action (CAPA) was initiated for the increase in air leakage issues. Review of the device history record (DHR) cannot be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the tr band 2 was inflated correctly, and balloon immediately began to deflate causing bleeding at access site. A second tr band was used to achieve hemostasis. The patient was discharged with no issue. The procedure was a success. Additional information was received on 13 jun 2023: the type of procedure that was being performed on the patient prior to the tr band use was a left heart catheterization. There were 15ml's of air injected into the tr band when it was applied. The estimated blood loss was less than 250cc's. There was not noticeable damage to the device. The device was not manipulated before use in any way - pre-use or during storage. The product was stored as normal on a shelf in the lab.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: nurse manager . H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.